Event description:
It was reported that this system was explanted due to the device not delivering shocks when the patient is in ventricular tachycardia at times. No additional adverse events were reported.